Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had a failed pcb, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump failed occlusion testing and did not alarm when it should have. The initial reporter stated that this occurred during testing and had no affect on a patient. (B)(4).